Event description:
It was reported that the lead was not used during implant due to patient's anatomy. The lead was attempted and not used; a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.